Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, this was a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position. Per report, a valve frame strut bent during the procedure and was implanted in the aortic annulus without injury to the patient. Per report, upon insertion of the 26mm commander delivery system, the surgeon did not fully load the loader into the 14fr esheath. As a result, the surgeon had difficulty advancing the delivery system through the non-expandable portion of the sheath. It was noted that the loader was not fully inserted and when the surgeon advanced the loader, a strut on the valve was bent. The loader was able to get fully loaded into the esheath, even with the bent strut. Once the loader was fully inserted, the delivery system advanced without issue. The bent strut did not appear to be an issue for the rest of the procedure. The valve deployed properly, without an adverse effect to the patient. No patient harm was caused.

Manufacturer narrative:
The device was not returned, and no imagery was provided for evaluation. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed due to unavailability of returned device/relevant imagery. Review of the device history record provided no indication that manufacturing nonconformance was a contributing factor. As reported, "during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra valve in the aortic position, upon insertion of the 26mm commander delivery system, the surgeon did not fully load the loader into the 14fr esheath. As a result, the surgeon had difficulty advancing the delivery system through the non-expandable portion of the sheath. It was noted that the loader was not fully inserted and when the surgeon advanced the loader, a strut on the valve was bent (please note, that the loader did get fully loaded, even with the bent strut)." Per the instructions for use (IFU) and training manual, the loader must be completely inserted into the sheath before delivery system and valve insertion. The loader is used to facilitate a smooth transition of the crimped valve through the sheath hub. In this case, with the loader being pulled back pre-maturely, the valve likely became exposed and interacted with the sheath hub, causing damage to the frame. It is possible that the valve struts caught within the sheath during the delivery system insertion, which resulted in the bent strut and experienced resistance. As such, available information suggests that procedural factors (incomplete loader advancement) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling/IFU deficiencies were identified. No product risk assessment escalation or corrective/ preventive action is required.